Manufacturer narrative:
The reporter stated multiple devices were used in the procedure but they which staple line the alleged leak occurred from. The products, lot #s, expiration and manufacturing dates are as follows below: products: gia6038s(1) and gia6038l(2), gia 60-3.8 single use stapler and sulu lot#s: p7f0939, p7b0108 and p7c0568 expiration date: 6/30/2012, 2/29/2012 and 3/31/2012 manufacture date: 06/2007, 02/2007 and 03/2007.

Event description:
Procedure: procedure: lap assisted ileocolic biopsy. According to the reporter: the patient was returned to surgery in 2007 due to the staple line leak. This was fixed with additional stapler devices. There was no patient injury reported.